Event description:
It was reported that during an ams inflatable penile prosthesis the pump was replaced due to a broken connector on the right cylinder. The procedure was completed with another device. No patient complications were reported in relation this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient outcome was well.

Event description:
It was reported that during an ams inflatable penile prosthesis the pump was replaced due to a broken connector on the right cylinder. The procedure was completed with another device. No patient complications were reported in relation this event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed. Additional information received that the patient outcome was well.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.